Event description:
It was reported the pt underwent surgical replacement of his leads. No pt symptoms or reason for the replacement were noted. Add'l info has been requested, but was not available on the date of this report.